Event description:
It was reported, the pt does not have the correct charging system for her scs ipg, and she has not been able to charge her ipg. The pt also alleges she has not had stimulation since shortly after she was implanted. The pt stated, she was having other medical issues of greater importance and she did not contact sjm regarding her scs system. Additionally, when attempting to communicate with her scs ipg using the pt programmer, it showed the "low battery warning" message. The correct charging system for the pt's ipg has been sent to the pt to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.